Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, a new cartridge was loaded to resolve the issue. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Customer's blood glucose was 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.